Manufacturer narrative:
(B)(4). There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum pediatric continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, it should be noted that sensor placement and insertion is not approved for sites other than the belly (abdomen).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a reaction under the sensor adhesive on the right upper arm. Patient's mother stated that the skin reaction was itchy and red, resembling a burn. Additionally, patient's mother reported that the burn is a scar. Patient's mother did not treat the skin reaction, and did not seek medical intervention. No additional event or patient information is available.